Event description:
A patient reported experiencing inaccurate erratic results with a sure step meter.the patient's blood glucose results were "90 mg/dl" on the meter and "164 mg/dl" on the lab test. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events.